Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the anvil on the tsw35 was observed sliding out of its fixed position when the device was opened by pressing the release button in preparation for reloading. A new stapler was opened and the case was completed. There was no consequence to the pt.